Event description:
Customer reported device = 204 mg/dl. One minute later, device = 322 mg/dl. Customer went to hospital. One hour after customer's initial reading, hospital device = 266 mg/dl. Customer was admitted to the hospital for 5 days. Saline and glucose ivs were administered. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.